Event description:
It was reported that a patient underwent a second liver transplantation procedure on (B)(6)2010 and suture was used. Five days after the procedure, the patient suddenly had low blood pressure, the physician rescued the patient, but the patient still died. So far, the autopsy was not performed. "It was suspected that the artery anastomosis was not good." Additional information has been requested.

Manufacturer narrative:
(B)(4): conclusion - no conclusion can be drawn at this time . Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.